Event description:
It was reported that approx eight years post vena cava filter deployment, a filter was retrieved successfully. However, no attempt was made to retrieve a detached filter limb that was discovered during the filter retrieval. The pt status at this time is unk.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. Unable to perform a sample eval as the device was not returned and images were not provided. The complaint investigation is inconclusive for limb detachment. Based on the available info, the root cause is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The attorney was able to provide new patient (date of birth, and weight) information, which was updated in the appropriate sections.